Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The facility is unsure if the power cord will be returned for evaluation, pending results of their internal investigation. In a follow up with the facility, the reporter confirmed their was no pt injury or harm to personnel or facility associated with the reported event. The reporter also stated that he was not sure if the sample would be returned however he stated that he would follow up on the status of the sample's availability and would also provide additional photographs of the sample. At this time, the investigation into this event is on going. A follow up report will be provided when the evaluation is complete and results become available.